Event description:
After injecting elevess in to nasolabial folds by md, 1, 5-2 month's later developed multiple abscesses. Hospitalized at present time. Dose or amount: 1 or 2 syringes. Frequency: once. Route: ID. Dates of use:2008.diagnosis or reason for use: wrinkle correction.